Event description:
It was reported that once the device powered on, it would reset when one pushed any of the buttons. The device was unable to deliver defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported resetting failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system pcb assembly at the failure analysis center and determined the cause of the reported problem to be a high resistance path between fl156 and j2 pin 20 of board causing a low voltage supply to the back-light. When the device was drawing current, charging to 70 joules or more. The back-light turned off and it gave the appearance of the setting."